Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 was not opening and user attempted to recover several times, but issue persists. The customer stated that they managed to get the medication from another source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer (fse) addressed a half height drawer 5.2 that displayed a failed to stay closed message and would not close. The open or close sensor was replaced with no improvement. Further inspection revealed the hard stop and upper hard stop were loose due to missing screws. One matching screw was installed and tightened, but the issue persisted, and a drawer replacement was initially planned and postponed pending parts. A subsequent inspection identified a loose sensor block as the root cause. The sensor block was retightened, after which the drawer functioned properly and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.